Manufacturer narrative:
Device evaluated by MFR: 9733560: patient registration not possible : constantly failing. The issue resolved. Checked details of the last exam that caused the issue : exam performed >7 months prior the surgery and space/thickness not equal. Customer informed about the need to use recent exams to align with our imaging good practices. 9733467: no failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the patient registration failed during surgery. The site tried many times with no resolution. They checked the green model and found no issues. They then checked the details of the last exam that caused the issue; the exam was taken 7 months prior to surgery and space/thickness were not equal. This occurred intra/peri-operatively with more than 1 hour delay to surgical time. There was no reported impact on patient outcome.